Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator had a broken output connector on the atrial side. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
Evaluation summary (B)(4): the generator was returned and analysis confirmed the customer comment that the atrial output connector was broken. Analysis also found that the side bail covers were broken and that the battery contacts were compressed. (B)(4).

Event description:
It was reported that the external pulse generator had a broken output connector on the atrial side. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.